Event description:
It was reported that during a stenting procedure involving the left common carotid artery, an acculink stent was implanted. Post-dilatation was then performed. The recovery catheter could not advance through the stent in order to recover the accunet device, so a 4 mm snare device was used to lasso around the accunet device and it was successfully removed. There were no pt effects reported.